Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot the issue at the time of call and mentioned would call back to resolve if necessary.